Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-01067) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was unable to be interrogated with multiple telemetry tests. The device was explanted and replaced with no adverse consequences to the patient.